Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual device analysis:device photograph(s) for the device related to the reported event of anxiety-product/procedure reviewed on 06-july-2020. Visual analysis of the photographs identified a device with red particles on the surface there are no openings in the device labeled left. The event of capsular contracture and hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: hematoma, capsular contracture baker grade IV further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side hematoma, capsular contracture baker grade IV and exchange due to concern with textured product. Device was explanted.